Event description:
It was reported that there was a hub leak. A 106x12cm ekos endovascular device was selected for a thrombectomy procedure. About six hours into the procedure, it was assumed that the port was broken because liquid was leaking from the hub. Since the leak was detected at the end of therapy, this catheter was used to complete the procedure. Clot resolution was achieved successfully. There were no patient complications, and the patient is doing well.